Event description:
It was reported that the right ventricular (rv) lead exhibited high and increased thresholds, and there was a failure to capture except at high output. Follow-up revealed that the lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.